Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, it was reported that when the patient primed the patch, there was a huge bubble in the clear window. Apparently when the patient tapped the clear window and squeezed both buttons, the bubble would not move to the notch at the top as expected. It was reported that the patient was unable to use the device. There was no reported adverse event associated with this complaint. The complaint is being reported because the issue was not resolved through trouble shooting.